Manufacturer narrative:
(B)(4).

Event description:
Distributor contacted dexcom on behalf of the patient on (B)(6) 2016 to claim no vibration on (B)(6) 2016. There was no report of any injury or medical intervention. No additional event or patient information is available.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. A visual inspection was performed and no defects were found. A review fo the downloaded data log did not find any errors. Functional testing was performed and the test passed. A drop test for intermittency for vibration was performed and the test passed. The reported event of no vibration was not confirmed. A root cause could not be determined.